Event description:
A physician reported a pt who was treated on 25 june 1998 into the nasolabial folds. On 25 june 1998, the pt developed immediate induration at the nasolabial folds. In 08/1998, the induration persisted. The physician prescribed external cutivate, oral bichar and oral claritin. The symptoms were considered product related.